Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and dimensional inspection was performed on the returned stent implant. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure due to inadvertent mishandling during protective sheath/stylet removal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation of the 3.5 x 15 mm rx vision stent delivery system (sds), when removing the protective sheath, the stent implant dislodged from the balloon. There was no report of resistance felt during removal of the sheath. The device could not be used on the patient. A new sds was used to complete the case successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.